Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2202 captures the reportable event of additional endoscopic procedure performed to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent was not completely released from the eus endoscope channel during the final step of release. As a result, the axios stent to slipped and fell into the pseudocyst. The procedure was completed using another axios stent. One week after the stent placement procedure, a captivator ii 33mm was used to remove the stent. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.